Event description:
It was reported that the patient experienced "body tremors" as an additional symptom.

Event description:
Additional information received reported that the cause of the event was that the pump ran out of baclofen as the patient's caregiver missed the refill date after pump replacement. The caregiver also did not hear the beeping of the pump alarm. The pump was empty on (B)(6) 2012 and was refilled on that same day. The symptoms associated were withdrawal, as already reported. The patient did not require hospitalization as a result of the event. The patient outcome was reported as a serious injury/illness with recovery without sequelae. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the patient was experiencing pneumonia, withdrawal and that there was a pump alarm issue. The patient was implanted with a replacement pump on (B)(6) 2012. Reporter stated that the previous alarm date of (B)(6) 2012 was moved to (B)(6) 2012, when the pump was replaced on (B)(6) 2012. The alarm was not heard until (B)(6) 2012. The alarm was heard by a nurse, however, when the nurse listened to the pump with a stethoscope, they are 'not hearing a ticking noise that she normally does'. Reporter stated they were unsure why the alarm had not been alarming since (B)(6) 2012 as it was supposed to. It was unclear by the related events, if the actual alarm program date was in fact set at (B)(6) 2012. The nurse confirmed that the critical alarm was being heard on (B)(6) 2012, and that it indicated that the pump was empty. The patient was going to follow up with their pump management healthcare provider. Reporter stated they suspect the patient is in withdrawal. The patient was scheduled to see a healthcare provider on (B)(6) 2012. The patient was recovering from aspiration pneumonia. It was not related what the cause of the pneumonia was. The patient was on a liquid medication (chlorhydrate) via gastric feeding tube, around the same time the pump was replaced on (B)(6) 2012, but went through withdrawal from that medication due to a supply issue. It was also unclear by the related events, whether it was the pump medication which the patient was going through withdrawal from. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report. Medication in the pump was baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID 863740, serial # (B)(4), implanted: (B)(6) 2005, product type: pump.